Manufacturer narrative:
The revision was originally reported under MFR report # 2249697-2011-01140. (B)(4). A supplemental report will be submitted upon completion of the investigation. Additional information from the user facility report: (B)(4).

Event description:
User facility report # (B)(4), received (B)(6) 2012, indicated: (B)(6) female underwent rthr for r hip oa on (B)(6) 2010 w/ stryker rejuvenate components. Pt underwent greater trochanteric bursa injection in (B)(6) 2011 for increasing severe pain since (B)(6) 2011; she had 2-3 weeks symptom relief from the injection. Pt underwent rthr revision (B)(6) 2011 w/o complication. Histopathology findings were consistent w/ immunologically mediated response to implant. Presence of numberous eosinophils suggests hypersensitivity reaction to metal particles or other materials, such as corrosion products which cannot be identified at light microscopy exam, even in multiple serial sections of interest is the association w/ dermatological disease, epidermolysis bullosa simplex. On (B)(6) 2011, xray at post-op visit revealed non-displaced fracture of the greater trochanter that was not there on the xray immediately after surgery. The pt was to avoid active abduction to protect the greater trochanter region while it healed; it was believed healing would occur without further intervention. On (B)(6) 2011, xrays showed a nonunion of the greater trochanter. On (B)(6) 2011, pt underwent orif greater trochanteric avulsion fracture w/o complication. Pathology report noted majority of tissue collected represented fracture callus at various stages of development, consistent w/ recent fracture. Granuloma w/ lymphocytic cuffing containing osseous debris and aggregate of corrosion products observed in multiple sections is consistent w/ the reaction to the implant observed in the previous specimen (of (B)(6) 2011 noted above) and it is considered antecedent to the current reparative process. As of the most recent office visit, (B)(6) 2012, the pt was doing well. Plan is for follow-up in (B)(6) 2012.